Event description:
Complainant alleged that while attempting to pace a pt (age & gender unk) the device was unable to adjust pacer output. Complainant indicated that there was no adverse effect to the pt due to the rpeorted malfunction.